Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted to an impedance measurement of less than 200 ohms. The patient was brought in for a followup and noise was discovered on the rv channel and far-field. Impedances, thresholds and sensing were all in range. The lead remains implanted.

Manufacturer narrative:
(B)(6) 2017 - this lead was explanted and replaced. Added the explant date.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.